Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the tunnel collapsed with the extension of the bisector out of the end of the uniport. The surgeon switched to a bridging procedure. No additional pt complications were reported.